Event description:
It was reported that: "the cuff did not inflate during the test before use. Therefore, a new unit was used instead."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the cuff did not inflate during the test before use. Therefore, a new unit was used instead."

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported:" below are photos of complaint sample received on 05 nov 2024 with the disinfection tag. Size was same as complaint description. From the visual inspection no abnormality found. Further investigation will go through functional test. Cuff cannot be inflated using syringe. Review on the check valve area identify there was glue at the "white valve' area. The glue blocks the valve to move, and air cannot be inflated using syringe. Based on the complaint sample received, the complaint root cause is concluded as "manufacturing related". One complaint received from japan related to cuff did not inflate during the test. Based on the complaint description and review of DHR for the affected lot, no abnormalities found. The root cause of this complaint is "manufacturing related" as it was confirmed that the cuff did not inflate. Further escalation and evaluation shall be recorded in a non-conformance." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "the cuff did not inflate during the test before use. Therefore, a new unit was used instead."